Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting in a value of 4.0 inr. At the same time, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. The patient normally takes 5 mg. Of anticoagulation medication monday through thursday and 4 mg. Friday through sunday. The patient was placed on 6 mg. Of medication on the day of the event and then resumed usual dosage. The patient's therapeutic range is 3 - 4 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter and a high level control sample. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation.